Manufacturer narrative:
The patient sample from (B)(6) 2017 was submitted for investigation. The customer's reactive toxo igg results were reproduced. The elecsys toxo igg result was 151 iu/ml (reactive). The elecsys toxo igg avidity result was 87% (high avidity sample). The recomline toxo igg result was reactive. The elecsys toxo igm result was 0.217 coi (non-reactive). Based on the investigation results, the elecsys toxo igg result is correctly positive. The reagent performs within specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a false positive result for 1 patient tested for elecsys toxo igg immunoassay (toxo igg) on a cobas 8000 e 602 module. The initial toxo igg result from the e602 module was 123 iu/ml (reactive). This result was reported outside of the laboratory. The sample was sent to an external laboratory and tested on an unspecified device where the result was "slightly positive." The actual result was not provided. On (B)(6) 2017 a new sample was obtained and the toxo igg result from the beckman method was 5.01 iu/ml (non-reactive). This sample was not tested on the e602 module. On (B)(6) 2017 the customer decided to test a sample for the patient that had been frozen since (B)(6) 2017 as there was no sample remaining (B)(6) 2017. The sample from (B)(6) was tested by the vidas method and the result was 4 iu/ml (indeterminate). There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4).